Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was overheating. Therefore, there was a thermal event.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information, but no new information was received. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: too much heat is emitted. Probable root cause: fan malfunction, main board malfunction, led module malfunction, thermal switch malfunction, use errors. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was overheating. Therefore, there was a thermal event.